Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed the blood glucose display temporarily turning grey instead of the usual black-and-white when pressing a button on the ilet device; the display remained present, and opening the graphs screen and exiting restored normal appearance, with a contemporaneous blood glucose of 162 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no impact on user safety or therapy and no need for medical attention. Investigation included agent-guided troubleshooting and functional checks through user interaction with the device interface. Investigation of this case revealed a transient user interface display anomaly that resolved with normal navigation, consistent with a momentary screen refresh behavior; no alerts or alarms occurred, and the device continued to function. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible display behavior not indicative of device malfunction.